Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified; broken on anterior, posterior and radius, missing (25-50%) and underweight. A visual and microscopic analysis was performed which identified; separated striated broken on posterior and wear abrasion. Based on the device analysis the final assessment is: a striated pattern of broken assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.5, b.7, d.7, d.10, g.1, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.